Event description:
Device evaluation: the transition shaft was stretched and twisted immediately proximal to the guide wire entry port. The proximal section of the balloon bond was partially necked and bunched. The balloon was returned partially inflated. It was not possible to deflate the balloon fully. It was not possible to inflate the balloon further.

Manufacturer narrative:
Results: deformation of the balloon bond and the transition shaft most likely occurred during use of the device and may have resulted in the deflation difficulties encountered by the physician, however the exact root cause of the event cannot be determined. Conclusion: operational context contributed to event - deformation of the balloon bond and the transition shaft most likely occurred during use of the device and may have resulted in the deflation difficulties encountered by the physician, however the exact root cause of the event cannot be determined. (B)(4).

Event description:
The physician was using a sprinter legend to treat a lesion in the mid lad which was reported to exhibit 95% stenosis at the bifurcation of the first diagonal. No abnormalities were noticed during preparation of the device. The balloon was successfully inflated at the lesion; however, difficulties were encountered during deflation of the balloon. During attempts to deflate the balloon the physician cut the shaft of the device. The balloon was removed from patient partially deflated. The patient is reported to be stable.

Manufacturer narrative:
Evaluation results and conclusion: device or procedural images not provided for review. Evaluation codes conclusion: unable to confirm complaint. (B)(4).